Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing and cartridge tubing during the load fill tubing sequence. Upon performing the fill tubing sequence again with the same supplies, customer received a minimum fill notification. Reportedly, the cartridge had been filled with 100 units. A supply change was performed resolving the issue. Customer's blood glucose level was 153 mg/dl.